Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Additionally, it was reported that the customer had identified small air bubbles in their luer lock. The customer's blood glucose level was 200 mg/dl during troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer was able to successfully prime the tubing and remove the air bubbles.